Event description:
Device 1 of 2 reference MFR report: 1627487-2014-015448. The patient underwent a procedure for a trial scs system on (B)(6), 2014. It was reported the patient experienced nausea and vomiting on (B)(6), 2014. The trial leads were removed on (B)(6), 2014 and the following day, the patient was implanted with a permanent scs system. The patient reported no symptoms before the permanent procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.